Event description:
It was reported to philips that the device system is down. Per the case notes, a technical visit quote request was shared with the customer by a philips quote admin. Upon follow-up, it was confirmed that the service contract expired and customer didn¿t accept it. Philips is unable to rule out that a malfunction did not occur. As the customer declined the service quote estimate, the equipment was not repaired and issue could not be replicated during evaluation, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer did not accept quote for service.

Event description:
It was reported to philips that the device system is down. There was no patient involvement.